Event description:
Upon opening of incision, hakim programmable valve (codman) was noted to be defective. Old valve removed and replaced. The surgeon requested that the valve be released to the codman rep, and have the valve to be sent back to the company.